Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during a planned treatment procedure and patient was moved to another system which got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was not available. Review of system logfiles showed that malfunctioning of the geometry-pc. Upon functional testing fse found that the geometry-pc was not booting up. The fse replaced the geometry-pc. After replacement of geometry-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the geometry pc. The device was returned to expected functionality.